Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging was returned for analysis. Product code sxpp1b427. During the visual inspection of the sample, no breakage suture was observed. Even though the extreme was noted to be cut probably caused by a surgical instrument. Besides that, body fluids were noted along the strand. To complement this assessment, two photos were provided that visually documented in the first photo one needle-suture piece and the second photo documented a winding former and a foil packet inside a plastic bag. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. The product code sxpp1b427 contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: - it was reported that the event date is june 23, 2025, and the alert date is july 23, 2025. Could you please provide a justification for this variance in the timing of the report related to this file? --loc just received the complaint from hospital in (B)(6) 2025.